Event description:
Monitor is giving false readings. Customer went to his doctor's office to double-check, and his readings are off when using the monitor. Normal blood pressure is 140/78-82, but the monitor results are 165-170/100-103.